Event description:
It was reported that the right ventricular lead exhibited intermittent undersensing. Bipolar r wave sensing was approximately 0.5-2.1 mv. There was total loss of sensing in the unipolar configuration. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.